Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred while the patient was in an active sensor session. The wearable was inserted on (B)(6) 2025. On (B)(6) 2025, the patient stated "something happened and the cgm sensor stopped¿. The patient experienced a hypoglycemic event and had symptoms, but no specific symptoms were reported. The patient was brought to the hospital and was treated with intravenous glucose and fluids and a drink. After treatment the blood glucose reading was 140 mg/dl. No further treatment was reported to be needed and after resting for 1 hour the patient was discharged. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.